Manufacturer narrative:
Main investigation conclusion: the reported event of driveline disconnect alarm was confirmed via log file analysis. The heartmate ii system controller was returned for analysis and a log file was submitted and downloaded for review with overlapping events spanning approximately 18 days (B)(6) 2018 ¿ (B)(6) 2018, (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). The driveline was disconnected on (B)(6) 2018 at 15:11:31 and was reconnected to the system controller on (B)(6) 2021 at 23:11:28. The system controller was functionally tested and passed all testing without issue. Multiple good faith efforts were sent regarding driveline disconnect alarms that occurred in (B)(6) 2018. The gfes sent asked what the cause of the alarms were, if the controller was taken out of use at that time, and if so, what motivated the exchange. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault, power cable disconnect and no external power alarms. Heartmate ii instructions for use, rev. C section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 2 system controller was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 16mar2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller log file recorded driveline disconnect events on (B)(6) 2018 at 15:11 where the controller was disconnected from the pump.